Event description:
It was reported to technical services on (B)(6) 2012 that there is some noise on this rv lead. Could be normal muscle noise as caller states all lead measurements are good and stable. Discuss the noise could throw rid off to not be correlated. Looking at the presenting egm does show an interesting shock egm morphology and not really too similar to the episode so another reason why could be uncorrelated but since neither egm's show the scale factor than hard to really compare them. Caller states they will continue to monitor pt. And she does not know if any adverse pt. Effects or symptoms but will call pt. To follow up with them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).